Manufacturer narrative:
Follow-up # 1 . The lay user/patient¿s test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue of vial over labelled by a third party was observed. In addition, a tertiary issue was noted when the test strips were found to be redirected to an incorrect country by a third party. The meter involved with this complaint failed testing. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.